Manufacturer narrative:
(B)(6). This report is for an unknown 5mm prodisc c implant. Unknown part number, UDI is unavailable. It is unknown if the device has been explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a prodisc-c clinical study patient presented a potential adverse event during the month 36 visit. The patient was implanted with a medium 5mm prodisc-c implant at c5-c6 on (B)(6) 2004. The operative time was 101 minutes and 100 cc of blood was lost. Intraoperative antibiotics were administered. X-rays were taken during the procedure. There were no intraoperative complications. The patient presented the following potential adverse events (ae's) during the month 36 visit on (B)(6) 2007: pain left side to shoulder and down arm to wrist, no ae or corresponding ae is available. This report is for an unknown 5mm prodisc c implant. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
The initial complaint was reviewed and found not reportable. It has been determined that this event occurred prior to the PMA date. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial complaint was reviewed and found not reportable. It has been determined that this event occurred prior to the PMA date.